Event description:
Manufacturer reference number: 2017865-2021-34113. It was reported that the patient presented remotely. The patient's right ventricular (rv) and right atrial (ra) leads exhibited noise resulting in oversensing; most of the noise occurred while the patient was sleeping. Ra lead noise was suspected to be caused by the ra and rv leads rubbing against one another. There were no interventions. The patient was stable.